Manufacturer narrative:
Upon further investigation, the reported issue was found during device testing and outside of clinical use; therefore, this complaint no longer meets reportability requirements.

Manufacturer narrative:
The customer reported there was no patient involvement at the time the issue was discovered.

Event description:
The customer called into technical support (ts) reporting that the device is displaying error code post timer/24v failure and was also observed that the screen is defective showing snowflake movement. The customer reported there was no patient involvement at the time the issue was discovered.